Event description:
Complainant alleged that during a routine shift check by a clinician, the multifunction cable connection on the device was broken. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this compliant is still under investigation.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this compliant is still under investigation.